Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2023-05841.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing elective laparoscopic unilateral inguinal hernia repair procedures. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: ss = securestrap, sso = securestrap open. Intraoperative complications total 55 - bleeding ss 31, organ injuries ss 32, vascular ss 11, bowel ss 7, bladder ss 11, others ss 7. General complications total 39 - fever ss 1, urinary tract infection ss 2, diarrhea ss 1, thrombosis ss 1, pulmonary embolism ss 2, pleural effusion ss 2, pneumonia ss 1, coronary heart disease ss 1, renal insufficiency ss 1, hypertensive crisis ss 4, others ss 29. Postoperative complications total 70 - bleeding ss 32, seroma ss 32, prolonged ileus or obstruction ss 4, bowel injury/anastomotic insufficiency ss 2, wound healing disorder ss 5, sso 1, infection ss 3. Complications related reoperations ss 27, sso 1 recurrence, pain and complications on 1 year follow up: recurrence ss 54, pain on exertion ss 383, sso 3, pain at rest ss 189, sso 1, pain requiring treatment ss 104, sso 2, trocar hernia ss 6, secondary haemorrhage ss 36, seroma ss 48, infection ss 31.